Manufacturer narrative:
This follow-up report is being submitted to retract the statement of leaking. This device was not leaking and was not reported by the customer to be leaking.

Event description:
While testing the micro sagittal saw before a procedure it ran without user activation. There was no patient involvement and no adverse consequences associated with this event. It was reported that during evaluation at the manufacturer that there was a substance on the rotor of which could indicate that the device was leaking. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
This follow-up report is being submitted to retract the statement of leaking. This device was not leaking and was not reported by the customer to be leaking.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sag head, the motor and the tps flex. The boot was worn and the bearing was worn and stuck in the rear housing.